Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR (B)(4).

Event description:
The patient was undergoing a coil embolization procedure using a px slim microcatheter, a ruby coil and pod8 coil. After successfully deploying a pod8 coil through the slim microcatheter, the physician met resistance while advancing a new pod8 coil. The physician straightened the slim microcatheter, however, the pod8 coil would not advance or retract. The physician successfully removed both the slim microcatheter and the pod8 coil and continued using a new px slim delivery microcatheter and a ruby coil. Upon inserting the ruby coil, the physician noticed that the ruby coil was not connected to the pusher wire and was not used. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pxslim delivery microcatheter (px slim) was fractured approximately 34.5 cm from the hub. Conclusion: evaluation of the returned devices revealed that the pxslim delivery microcatheter (px slim) was fractured. This type of damage typically occurs due to improper handling during use. If the device is manipulated at an angle while force is applied, it is likely that damage such as this may occur. The resistance mentioned in the complaint was likely experienced due to advancing and withdrawing the pod8 through the fractured px slim. Evaluation of the returned ruby coil pusher assembly revealed that the proximal constraint sphere of the embolization coil and a fractured piece of stretch resistant wire (sr wire) were stuck inside the distal detachment tip. If the embolization coil is forcefully retracted against resistance, it is likely that the sr wire will fracture, and the coil will detach. The presence of the proximal constraint sphere confirms that the embolization coil was intact with the pusher assembly, and later fractured off. Since the px slim used in conjunction with the ruby coil was not returned for evaluation, the root cause of this complaint cannot be determined. Ruby coils and pod8s are 100% functionally tested and visually inspected for damage during in-process inspection. Px slim microcatheters are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.